Manufacturer narrative:
(Event 2) ar code flow issues - fluid blockage: one sample was returned for investigation by the customer. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. The infusion was completed successfully. No occlusions were observed in the tubing prior to the infusion, throughout the infusion, or after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2432-0007 lot number 23035124 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 16mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. (Event 3) ar code air bubbles / air in line: one sample was returned for investigation by the customer. The returned set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was successfully primed. The set was infused with the bd alaris pump and pump module at 125 ml/hr with a vtbi of 125 ml. The infusion was completed successfully. No air bubbles were observed in the tubing prior to the infusion, throughout the infusion, or after the infusion. The failure was unable to be replicated, and the complaint could not be verified. A root cause was unable to be determined because the failure was unable to be replicated. A device history record review for model 2432-0007 lot number 23035124 was performed. The search showed that a total of (B)(4). Units in 1 lot number was built on 16mar2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
No additional information was provided.

Event description:
It was reported that bd alaris pump module smartsite infusion set was occluded and had air bubbles in line. The following information was provided by the initial reporter with the verbatim: I have five (5) product failures to report this morning. They are all related to the bd alaris infusion pump set, 0.2 micron filter with back check valve, and 3 smartsite y sites. Event details: tubing primed and while priming tubing unable to prime once fluid reached the extension. Bag squezed and started to prime, but lots of air bubbles discovered and unable to get them out. Tubing removed from fluid. Packaging and tubing given charge nurse to put in cl office.

Manufacturer narrative:
A2. Patient¿s birthday was not provided, (B)(6) 2014 was used based on age of patient h3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.